Manufacturer narrative:
The 8mm maryland bipolar forceps instrument was further analyzed and the initial failure analysis (fa) was confirmed, the instrument was requested to be transferred for design engineering to review in person due to the broken molded insulator. No additional findings were observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product associated with this complaint to perform failure analysis (fa). The 8mm maryland bipolar forceps instrument was analyzed and was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Additional observations not reported by site: the instrument was found to have a broken molded insulator. A broken piece, measuring approximately 3.86mm x 9.69mm in size, was not returned with the instrument. The instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 4.48mm x 12.82mm, was not returned with the instrument.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had frayed wires. The customer reported event has no report of patient injury. Intuitive surgical inc. (Isi) followed up with the customer and gathered the following information: the missing material/damage identified by failure analysis occurred outside of a surgical procedure. There was no report of fragments falling into the patient.